Event description:
It was reported there was a ventricular lead warning where the diagnostics showed over 5,800,000 low impedance paces. The device remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.